Event description:
Co has a signed letter from the doctor 08/02/2000 "in 2000, under sterile technique, 1% lidocaine was used to numb up the pt's seventh intercostal space on the right posterior back. I quickly found a large amount of fluid with the finder needle and the baxter needle was inserted and advanced until fluid was aspirated. Next, I attempted to advance the drainage tube through the needle. As I started to advance the drainage tubing I met some resistance and it did not seem to be advancing properly. I withdrew the whole apparatus, without pulling tubing back into the needle, and obtained a new kit. I replaced the needle and the drainage tubing went through it very easily. A total of 1500cc was drained without difficulty. Examining the original baxter needle kit, it appeared there was a gash in the plastic overlying the drainage tube and my concern was that a small amount of plastic had broken off in the pt. The post chest x-ray shows no pneumothorax, but does show a small amount of plastic in their right chest."